Event description:
It was reported that this implantable cardioverter defibrillator (ICD) raised concerns of undersensing during a ventricular episode. Technical services (ts) was consulted, and discussed that blanking periods were causing ventricular tachycardia (vt) detection to be delayed by a few seconds. Eventually, the device delivered therapy as intended, and after the second burst of atp, the rhythm was converted. Ts suggested reprogramming options. No adverse patient effects were reported. This device remains in service.